Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was far-field r-wave oversensing resulting in an inappropriate mode switch. Attempts to resolve by adjusting sensitivity programming were not successful due to loss of sensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.